Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377875, lot# v008373, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# j0555561v, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 377875, lot# v008373, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# j0555561v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
Corrections to g4 and b4 are to the initial regulatory report.

Manufacturer narrative:
(B)(4). Updated due to event previously being reported on the wrong device. Correct manufacturing site ID is (B)(4).

Event description:
Additional information received from the patient reported an elective replacement indicator (eri). There was no allegation or dissatisfaction of the device longevity. The eri was seen in (B)(6) 2015. The fractured lead was mentioned again and the therapy had stopped providing coverage for her pain in 2014. She had met with a manufacturer representative (rep) who had adjusted her therapy for this. This event will be updated if additional information is received.

Event description:
It was reported that the patient¿s device was implanted for her lower back. The patient initially stated the stimulator was doing okay, but then stated it was doing ¿kind of okay.¿ the patient clarified and stated she had a problem with the stimulator and saw a healthcare provider (hcp) and manufacturer¿s representative (rep) in (B)(4) and was informed that her lead fractured and was told it was the ¿07 lead.¿ the patient stated she knew her stimulator was coming up on nine years and would like to know when it was replaced, could she have a stimulator implanted a well to cover the upper back area. The patient she had osteoporosis really bad and was starting to have compression fractures of the spine. It was reviewed it was possible to place leads to address these concerns but she should talk to her hcp regarding her concerns. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.